Manufacturer narrative:
(B)(4). The ec60a device was received for analysis with no visual non-conformances and with an ecr60d cartridge loaded on the device. The cartridge reload was received partially fired 1/4 consistent with an incomplete or interrupted cycle. The device was tested for functionality in the articulated position using the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure the jaw of echelon flex did not open so that surgeon could not continue his surgery. No adverse event on the patient. No further information available.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device or further details are received at a later date, a supplemental medwatch will be sent.